Manufacturer narrative:
The implicated product was received on april 06, 2017. At this time, a visual inspection of the kit and its components were examined. There is no evidence that a fire occurred (no melting or discolorization associated with a fire). The implicated product was tested per the product insert and functioned properly. A manufacturing review was conducted and the product met all specifications. The product insert has the following warnings associated with product use: avoid inhaling the product and use it in well ventilated areas. Extremely flammable. Keep the product away from fire. Do not expose the product to heat. Keep out of direct sunlight and do not expose to temperatures above 50 celsius. Do not use the product when smoking or near open flames. Avoid contact with eyes. The improper use can cause blindness.

Event description:
A pharmacist in the (B)(6) reported that a female consumer returned the scholl wart and verruca freeze product on an unknown date because the product caught fire on her clothing (a jumper) and arm.